Manufacturer narrative:
Additional information: the results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The cause of the reported cardiac tamponade remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a right ventricular outflow tract, ventricular extrasystoles ablation procedure a cardiac tamponade occurred. During ablation pulse, in a stable position with acceptable force the right ventricle overflow tract was perforated. The patient became hypotensive, echocardiography and fluoroscopy confirmed a tamponade. A pericardiocentesis was performed to stabilize the patient. The patient was transferred to the intensive care unit for observation and was confirmed to be stable on (B)(6) 2019 with no surgical intervention needed. There were no performance issues with any abbott device.